Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor paired with the dexcom app did not display glucose on the ilet, with the ilet showing three dashes and repeatedly prompting to start a sensor; a sensor failure alert was seen in device history. Symptoms included hyperglycemia with a capillary blood glucose of 258 mg/dl. Outcomes included transition to multiple daily injections and use of bg run mode on the ilet. Investigation included review of device history and guided troubleshooting with repeated sensor starts and sensor code confirmation. Investigation of this case revealed a failure of cgm data acquisition on the ilet side with repeated start attempts and a documented sensor failure, consistent with a pairing or sensor initialization malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate whether the issue originated from sensor performance or communication/initialization on the ilet.